Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to infection and extrusion of the device. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). Device analysis report attached.